Event description:
A 2.5 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. Vessel morphology was reported to be a very complex, very tortuous lesion. The lesion was pre-dilated. The endeavor sprint drug-eluting stent delivery system was inserted in attempt to reach the lesion; however, had to pass through a previously deployed stent. The physician was vibrating the delivery system in an attempt to reach the lesion site. The device was unable to cross and the pulled back; however, when removing the delivery system, the stent dislodged from the balloon. The un-deployed stent was located within the vessel, right before the previously deployed stent. The un-deployed stent was retrieved with a snare. The lesion was pre-dilated the another endeavor sprint of the same size was used to treat the lesion. The patient was transferred to the cardiovascular unit in stable condition. The patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation: results: embolism-device. Very complex, very tortuous lesion. Conclusions: very complex, very tortuous lesion.